Event description:
A customer was punctured in the hand by the sampling probe while loading samples onto the axsym analyzer. Gloves were being worn at the time of the occurrence. The customer received antiviral treatment and all tests performed on the customer, were negative. No further injury was reported.

Manufacturer narrative:
The axsym system operation manual was reviewed and was found to contain information on the correct procedures for loading patient samples, operational precautions, and hazards of the axsym system. A 12 month complaint search was performed and no additional complaints for operators being injured by axsym sampling probes while loading samples were found. A review of quality metrics identified no adverse trends due to operators being injured by sampling probes on the axsym analyzer.based on the available information and this evaluation, no malfunction was identified for the axsym analyzer list no. 07a83-01 or the axsym probe list no. 09a59-01 related to the issue under evaluation.